Event description:
The customer reported that while preparing the unit for use on a patient, the unit displayed a "blood detect" alarm message. Therapy was initiated using another unit. No patient injury was reported.